Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latches and controller board was defective. The field service engineer replaced the controller board and latches to resolve the issue. Additionally, the engineer configured the door and confirmed that the user was able to successfully recover the tower door. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the tower latch was malfunctioning, prevented it from opening properly and resulted in failure.the customer reported that there was a delay in dispensing of the medication to the patient.there were no adverse events or injuries reported based on this incident.